Manufacturer narrative:
Manufacturer's ref# (B)(4). Trended case device investigation conclusion: there was traces of ear wax all the to the bottom of the rear housing and no trace of glue besides at the bottom of the rear housing. There were too little glue to keep all parts bonded and it could be that the glue was impacted by the ear wax. Receiver detaching from housing due to insufficient glue or wrongly applied to housing. Glue curing process was not good enough. Clinical assessment and risk assessment are pending. Finial report will be submitted upon completion. 04 aug 23, follow up 1: investigation is ongoing. A final report will be submitted upon completion. 31aug2023, follow up 2: technical investigation concluded: a device history record review have been completed. No deviation or changes were found during manufacturing of the device. Clinical evaluation of the event: it was reported that a user had part of the receiver break off in the ear. User sought medical attention to get it removed. The medical professional reported some scratches in the ear after removal. User had noticed that the hearing aid had stopped working, and when removing the aid from the ear, he noticed that part of the receiver did not come out. There is no mention of any medication given to treat the scratches. The clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec (B)(6)). The user guide states to contact the hcp if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk assessment concluded: based on the information provided this appears to be a known risk which is covered by an existing (B)(4). All resulting actions are contained within the CAPA which includes assessment of risks and associated updates.

Event description:
Estimated date of incident (B)(6) 2023. (B)(6) 2023 it was reported: part of the receiver broke off in the end users ear and they had to go and seek medical help to get it removed. Medical professional reported some scratches in the ear once it was removed. No medication or other further treatment has been reported. On (B)(6) 2023, client attended appt and reported that a couple nights ago he ended up in emergency at the hospital as the end of the hearing aid had broken off and had gotten stuck inside his ear. On inspection, it appears that the receiver itself has fallen apart inside the client's ear, so it was part of the receiver and the dome that needed to be removed at the hospital. The hospital staff reportedly informed the client that there were scratch marks left behind inside the client's ear canal. The client reported that he didn't notice anything unusual prior to the incident other than that the hearing aid had stopped working, at which point he went to remove it from his ear and that's when he realised only part of the hearing aid had come out of his ear. The incident is for the right ear. Hearing aid is not used with sports lock. No permanent damage. No further follow up was recommended by the health care provider, he only required removal of the dome and partial receiver from his ear. (B)(6) 2023. No further follow up is expected.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Trended case device investigation conclusion: there was traces of ear wax all the to the bottom of the rear housing and no trace of glue besides at the bottom of the rear housing. There were too little glue to keep all parts bonded and it could be that the glue was impacted by the ear wax. Receiver detaching from housing due to insufficient glue or wrongly applied to housing. Glue curing process was not good enough. Clinical assessment and risk assessment are pending. Finial report will be submitted upon completion. (B)(6) 2023 follow up 1. Investigation is ongoing. A final report will be submitted upon completion.

Event description:
Estimated date of incident (B)(6)2023. 10jun2023 it was reported- part of the receiver broke off in the end users ear and they had to go and seek medical help to get it removed. Medical professional reported some scratches in the ear once it was removed. No medication or other further treatment has been reported. On (B)(6) 2023, client attended appt and reported that a couple nights ago he ended up in emergency at the hospital as the end of the hearing aid had broken off and had gotten stuck inside his ear. On inspection, it appears that the receiver itself has fallen apart inside the client's ear, so it was part of the receiver and the dome that needed to be removed at the hospital. The hospital staff reportedly informed the client that there were scratch marks left behind inside the client's ear canal. The client reported that he didn't notice anything unusual prior to the incident other than that the hearing aid had stopped working, at which point he went to remove it from his ear and that's when he realised only part of the hearing aid had come out of his ear. The incident is for the right ear. Hearing aid is not used with sports lock. No permanent damage. No further follow up was recommended by the health care provider, he only required removal of the dome and partial receiver from his ear.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Trended case device investigation conclusion: there was traces of ear wax all the to the bottom of the rear housing and no trace of glue besides at the bottom of the rear housing. There were too little glue to keep all parts bonded and it could be that the glue was impacted by the ear wax. Receiver detaching from housing due to insufficient glue or wrongly applied to housing. Glue curing process was not good enough. Clinical assessment and risk assessment are pending. Finial report will be submitted upon completion.

Event description:
Estimated date of incident (B)(6) 2023. (B)(6) 2023 it was reported part of the receiver broke off in the end users ear and they had to go and seek medical help to get it removed. Medical professional reported some scratches in the ear once it was removed. No medication or other further treatment has been reported. On (B)(6) 2023, client attended appt and reported that a couple nights ago he ended up in emergency at the hospital as the end of the hearing aid had broken off and had gotten stuck inside his ear. On inspection, it appears that the receiver itself has fallen apart inside the client's ear, so it was part of the receiver and the dome that needed to be removed at the hospital. The hospital staff reportedly informed the client that there were scratch marks left behind inside the client's ear canal. The client reported that he didn't notice anything unusual prior to the incident other than that the hearing aid had stopped working, at which point he went to remove it from his ear and that's when he realised only part of the hearing aid had come out of his ear. The incident is for the right ear. Hearing aid is not used with sports lock. No permanent damage. No further follow up was recommended by the health care provider, he only required removal of the dome and partial receiver from his ear.